Manufacturer narrative:
Date sent: 06/18/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure clips ejected from the device from the third or fourth firing. After that incident two clips came out at one firing. Then the device operated normally. There was no adverse consequence to the patient.